Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) had autofill error alarms. No harm reported.

Manufacturer narrative:
Updated fields: b4, d10, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 the technician found console not fully engaged in trolley, which caused the internal helium tanks not to be replenished. Technician installed the console correctly and passed all leak tests. Performed autofill on test catheter numerous times without issue.

Event description:
N/a.